Event description:
It was reported to physio-control that the customer's device showed a battery icon in the device's readiness display. During evaluation of the device by physio-control it was observed that the device would intermittently not power on when the on/off switch was pressed, and intermittently it would not power off. Therefore it might not be possible to deliver defibrillation therapy when needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device did not show ok and did show the battery icon in the readiness display. Physio-control also observed that the on/off switch and charge-pak flex cable assembly intermittently caused the device to power on when a charge-pak was inserted, intermittently to not power on when the on/off switch was pressed, and intermittently not to power off when the on/off switch was pressed. Physio-control determined that the cause of the reported failure was due to an unknown substance on the switch pad of the on/off switch and charge-pak flex cable assembly. When the contamination was cleaned off, normal device function returned. A replacement device was provided to the customer under warranty.